Manufacturer narrative:
The pump was retained by the hospital and will not be returned for evaluation. A direct relationship between the pump and the reported event could not be determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 05/21/2015, the patient received an elective heart transplant which was reportedly not device or therapy related.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced signs and symptoms of anemia and had a low hematocrit value. The patient¿s lactate dehydrogenase was elevated; during the admission the highest level was 758 u/l. The patient's inr was subtherapeutic. The pump power was 9.3 watts from a baseline of 5.1 watts. The patient was admitted to the hospital on (B)(6) 2015 and was treated with heparin. He was discharged on (B)(6) 2015. The patient was readmitted on (B)(6) 2015 again with a subtherapeutic inr and concerns of elevated ldh. He was discharged the following day. It was also reported that because of the pump ¿issues¿ and the patient¿s age, the hospital staff plan to send the patient to texas for a heart transplant, once he is stable and able to travel.

Manufacturer narrative:
Approximate age of device - 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.